Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#1064141 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see h.10.

Event description:
It was reported that underfill and label error occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was found that yellow vacutainer tubes of 5.0 ml lot: 8317820-expiration 30-11-2019 are with marking zone stikers raised and some tubes without vacuum. It was also found that yellow vacutainer tubes of 5.0 ml lot: 8317820-due date 30-11-2019 with manufacturing defect, sinking."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill and label error occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was found that yellow vacutainer tubes of 5.0 ml lot: 8317820, expiration: 30-11-2019 are with marking zone stikers raised and some tubes without vacuum. It was also found that yellow vacutainer tubes of 5.0 ml lot: 8317820, due date: 30-11-2019 with manufacturing defect, sinking."